Manufacturer narrative:
Catheter.

Event description:
The pt had a catheter revision approximately one month ago. No additional info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.